Event description:
Device malfunction: premature locator wings retraction, loss of vessel access. Time of malfunction: during vessel closure, symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, near completion of step #3 thumb advancer deployment, the locator wings retracted causing the device to lose vessel access. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.